Event description:
It was reported to boston scientific during an endoscopic sphincterotomy as they were attempting to introduce a 0.025 inch guidewire into the autotome, they were unable to remove the guidewire from the exit port. The procedure was completed with another similar autotome and the same guidewire without any further issues. No pt complications were reported as a result of this issue and the pt was reported as "good" following the procedure.

Manufacturer narrative:
.